Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic coma and death.

Event description:
Patient's friend contacted dexcom on (B)(6) 2016 to report that the patient passed away. Patient's friend did not provide any further information but contact was made with the patient's daughter. Patient's daughter stated on (B)(6) 2016 the patient's neighbors called in a (B)(6) check for the patient. When the police arrived the patient was already dead and was transported to the county examiner. It was further reported that the patient had experienced high blood glucose (bg) all that day and could not get it to lower. Patient's daughter reported a bg value of 500mg/dl. Cause of death was stated to be a diabetic coma. A certificate of death was not provided. The patient was wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. Additional event or patient information is not available.